Event description:
A customer called and stated that their blood glucose readings have been very high for the past two weeks (300-400 mg/dl) and they feel that they cannot trust their elite system. Customer stated that they performed a blood glucose test and rec'd a result of 226 mg/dl. They took 30 units of "n" insulin. They began to feel numb around their head and called paramedics. The paramedics arrived, re-tested customer's blood sugar using customer's elite and rec'd a result of 285 mg/dl. The customer could not believe this result. The customer again did other tests and results were 255 and 297 mg/dl. They ate breakfast and as they were feeling tired rested for a few hours. Later that morning customer again did blood glucose measurements and rec'd results of 47,382 and 361 mg/dl. While on the phone a review of the system was conducted. The customer was using lot number 0k05fs -- expiration dated 4/02. A request was made to return the system for eval. In the meantime a replacement unit was provided.